Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons stopped responding and she does not have any other way to give insulin. Customer attempted to bolus and the numbers started scrolling. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratches on display window.